Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s wearable failed. At an unspecified time later, the patient began to feel nauseous and started vomiting. Around 9am, the patient went to the ER for evaluation. At the ER, no bg meter readings were reported, however, the patient was treated with insulin via her tandem insulin pump, IV fluids, and IV potassium. The patient was then discharged home later the same day. During the call, the patient also mentioned that she went back to the hospital on (B)(6) 2026, but there was no documentation of this visit being related to the dexcom device. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.